Event description:
It was reported that the lead was exhibiting high pacing lead impedance and loss of capture at maximum output. It was also noted that reproducible noise could also be seen on the rv-svc channel and also the rv-can and svc-can vectors. The physician elected to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.